Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints, surgical intervention, hospitalization, and unexpected medical intervention appear to be related to operational context. A conclusive cause for the reported patient effect of embolism/embolus and the relationship to the product, if any, cannot be determined. The reported patient effect of embolism/embolus is listed in the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU, adverse effects section) as a known patient effect. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.na

Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified lesion in the left anterior descending artery. The 3.5x12mm nc trek balloon dilatation catheter (bdc) was inflated and deflated successfully. During removal, resistance was noted and the shaft separated and remained in the anatomy. An attempt was made to snare the separated portion, but was unsuccessful. The patient was sent for open heart surgery at a different hospital. There was no adverse patient sequela reported and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.